Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for h6 health effect - clinical code g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h6: health effect clinical code - correction- 4581 appropriate code/ term not available ¿ bump.

Event description:
Subsequent to the initial MDR, a correction is required.